Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the image was stabilized normally without any visible issues. Upon further inspection, it was observed that the lamp lens had a couple of black spots. Lastly, it was observed that the olympus lamp life meter was reading over 500+ hours which means the lamp life was expired. It was recommended that the customer obtain a new lamp replacement for optimal performance. Despite our efforts, we were unable to obtain any further information regarding this event. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had no image with potential fluid invasion. The issue occurred during an unspecified event. There were no reports of patient harm.